Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a compliance endokit was used on (B)(6) 2019. According to the complainant, during colonoscopy set up, a dark hair was found on the gauze, within the kit. The procedure was completed with another compliance endokit. There was no serious injury nor adverse patient effects reported as a result of this event.